Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a device alert due to high impedance on the high voltage portion of the right ventricular (rv) lead. It was noted the integrated sensing vector has poor r wave. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex. If information is provided in the future, a supplemental report will be issued.